Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. Patient experienced headaches, jaw pain and diarrhea.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. The most probable cause of a no disposable alarm is the "dso" sensor. A device history record (DHR) review could not be performed as the serial number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.